Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging stroke. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging stroke. Patient has alleged hospitalized and was on cardiac ablation procedure related to atrial fibrillation. Section b2 and h6 has been updated/corrected in this report.